Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following section has been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One 3i t3® with dcd® non-platform switched tapered implant 4 x 15mm was returned for investigation and evaluated. Visual evaluation of the as returned product identified the implant returned with cover screw attached, signs of use and dried blood and bone. Functional testing recreated the reported event and determined the cover screw could not be disengaged from implant, confirming the stuck event and does not disengage malfunction. Pre-existing conditions (low bone density (type iii) and good oral hygiene) included on the per are unrelated to the reported event. The reported device was placed on tooth 43 (fdi) for a single day and the event occurred during the placement procedure. Device history record (DHR) review was completed for the subject lot number (2020091259). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020091259) for similar events and no other complaint was identified (complaint category keyword(s): does not disengage/release). November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as functional testing recreated the reported event and determined the cover screw could not be disengaged from implant.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reported that he placed the cover screw after placing the implant in dental position number #42. Later, he realized that an abutment was necessary so he proceeded to remove the cover screw but it was not possible to separate it from the implant. The doctor removed the implant with the jammed cover screw and placed another implant in the same surgery. The doctor confirmed that the patient did not suffer any impact with his health.